Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d4. Evaluation results: the customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. Some information was not provided and is unknown; therefore, a complete UDI cannot be provided.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another set of pads to continue treating the patient. Complainant indicated no adverse effect to the patient.